Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's pacer output was out of specification. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report could not be replicated or confirmed. The device was tested using a test multifunction (mfc) cable and ECG leads which resulted in normal performance. The defibrillation pads and cables used during the event were not returned. Log review from the reported date showed several "pacer output out of range" messages and abnormal pad impedance readings, both indicating poor contact between the pads and the patient. Based on the findings, the reported issue was attributed to poor coupling between the pads and the patient. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.